Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that his blood glucose has been over 400 mg/dl since last night. Customer changed the infusion sit last night and this morning. Customer's current blood glucose was 420 mg/dl. Customer's blood glucose was over 400 mg/dl at the time of the incident. Customer reported having symptoms of high blood glucose such as abdominal pain. Customer stated that the pump says that it is delivering a certain amount of units. Customer treated with the pump. Customer declined to check for possible site/insulin issues. Customer stated that he will change the infusion set and call his doctor. Customer declined troubleshooting.